Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse was unable to inject the water after the insertion of the catheter. As a result, the catheter was removed and another catheter was inserted.

Manufacturer narrative:
Received 1 used silicone catheter. The reported event was unconfirmed, as the problem could not be reproduced. During the visual inspection no obvious defects were found. No manufacturing defects were observed. During the functional evaluation, the returned sample was inflated with air and deflated without problems. Subsequently, the catheter balloon was inflated with 10cc of a mix of tap water and blue methylene using a syringe, after that the catheter was deflated without difficult by itself using a syringe. No occlusion and / or leaks were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities: 14 fr. And larger (5cc balloon): use 10cc sterile water; do not exceed recommended capacities." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse was allegedly, unable to inject the water after the insertion of the catheter. As a result, the catheter was removed and another catheter was inserted.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse was unable to inject the water after the insertion of the catheter. As a result, the catheter was removed and another catheter was inserted.